Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). Further investigation of the complaint is not possible without a device for evaluation. The sample is valuable tool in investigating the cause of this incident. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: the power cord is "scorched".